Manufacturer narrative:
The device was returned and evaluated. Microscopic examination found the lens cut in 2 pieces across the optic. The iol haptics did not exhibit any defects or breakage in the junction area. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided a root cause could not be established.

Event description:
It was reported that after the insertion of an iol, into the eye, a portion of the iol haptic/optic junction was broken. The surgeon made the decision to leave the iol in the eye, because it seemed stable. Approximately a week after the implantation, there was a forty-degree rotation of the iol. The iol was explanted and replaced with a lens of the same model and diopter, 2 weeks post-implantation. In the surgeon''s opinion, the partially broken optic/haptic junction may have caused the iol rotation. The patient outcome is good.